Event description:
It was reported by service report that the head left side rail was stuck and would not raise. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: timing link.